Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v128364, implanted: (B)(6) 2009, product type: lead, product ID: 3888-45, lot# v179184, implanted: (B)(6) 2009, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# j0555112v, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient continued to have problems with the implantable neurostimulator (ins) shutting off by itself even when the battery was not low. The manufacturer representative had told the patient that there was a "gremlin in the [implantable neurostimulator]" it was clarified that it was meaning that the implant was not working right. It was also noted that when the manufacturer representative met with the patient in (B)(6) of 2014 they complained of charging the ins more than they previously had but since then the manufacturer representative had not seen or heard from the patient. The device was interrogated and the report sent to the manufacturer. After looking at the report, it was found there were several cases where the battery level of the ins went very low to where it would shut off and the patient would lose therapy. In many cases there were hours or even days before the patient would charge the ins again. There was also one case where the ins was shut off manually by either the patient programmer or the implantable neurostimulator recharger (insr). As of (B)(6) 2015 the manufacturer representative was under the impression that the patient was receiving effective stimulation.

Event description:
It was reported that the patient¿s stimulation was turning off intermittently. It usually happened when the patient was charging but had also happened when they were not charging. The patient would check with their programmer and it would indicate that their implantable neurostimulator (ins) was off. There were no error codes on the patient programmer. During the spring the patient had hit their ins with a rake and it swelled up around the device. The issue had occurred seven times over the summer. The patient noted that their device worked normally most of the time. The impedances were normal and the ins was okay. The group impedances were 470 ohms with 11 milliamps and 600 ohms with 9 milliamps. The last time the ins turned off was around (B)(6). The ins was working normally at the time of the report but the patient going to keep a diary of their future issues.